Event description:
Report received of a non-delivery with no pump alarm. The patient was receiving outpatient remicade treatments. The infusion was started at approximately 2:20pm at a rate of 10ml/hour. When the infusion was started, the customer reported that the pump was alarming with an air-in-line alarm and the tubing was re-adjusted in the tubing track. Drops were reportedly noted in the drip chamber at the initiation of therapy. The rate of the infusion was titrated up over a two-hour period. The initial rate was 10ml/hour for 15 minutes, then it was increased to 20ml/hour for 15 minutes, then to 40ml/hour for 15 minutes, then to 80ml/hour for 15 minutes, then to 150ml/hour for 30 minutes and finally to 250ml/hour for 30 minutes. It was reported that when the infusion was increased to 250ml/hour at approximately 4:10pm, the nurse noted that the pump display indicated that 180ml had infused, but the bag of fluid was still full. There was no reported pump alarm. The tubing was removed from the pump and the IV line was flushed. The customer reported that the IV line "flushed hard", but had a good blood return. The tubing was reloaded into the device and an accelerated protocol was used to complete the infusion. Although the patient was required to stay in the clinic an additional 1 1/2hours to complete the infusion, there was no reported adverse effect to the patient.